Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fes) powered up the instrument and primed all lines. No smell was detected. Fse reloaded all reagents and ran qc. Fse was unable to reproduce the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) hotline in regards to a burning smell coming from the back of the instrument. The hotline informed the customer to shutdown the instrument. No injury was reported.